Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The reported issue occurred during the planned treatment/non-emergency treatment for vascular procedure. The procedure was completed using another system (portable car-m). The philips remote service engineer (rse) checked the device remotely and confirmed that the x-ray was not possible. A review of the system logfile showed an error that the tube current was out of range, which confirmed the reported malfunction. The rse instructed the customer to reset the circuit breaker for the system, but the issue persisted. The fse visited onsite and upon functional testing, the fse identified tube arc and grid switch errors and confirmed that the x-ray tube was defective. The defective x-ray tube was returned for analysis, and it showed that the tube failed with a vacuum leak in the cathode ceramic. To resolve the reported issue, the fse replaced the x-ray tube and performed the necessary calibrations and adjustments. After replacement and necessary calibrations and adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible. No harm was reported to philips. Philips has started an investigation of this complaint.